Event description:
It was reported that 229 days after implantation of a 2.5x16mm taxus express2 drug eluting stent an in-stent thrombosis occurred. During the initial procedure, the de novo target lesion was located in the mid left anterior descending artery (lad). A pre-intervention tubular stenosis of 80% was reported. A 2.5x16mm taxus stent was deployed in the mid lad. A post-intervention stenosis of 0% was reported. The patient received angiomax and intra-coronary nitroglycerin during the procedure. The vessel was reported to not be calcified or tortuous. The patient presented 299 days after the initial procedure with a 100% thrombotic occlusion of the mid lad at the site of the previously placed stent. The patient reportedly stopped taking aspirin 4-5 days prior maverick and a 2.75x15mm voyager balloon. Pcta was performed with a 3.0x15mm nc monorail balloon. A post-intervention residual stenosis percentage was not reported. During the procedure the patient received heprin, reopro and intracoronary nitroglycerin. After the procedure the patient was placed on plavix, imdur protonix, aspirin, tricor, lotrel, lipitor, toprol xl. Complications were reported as "none". The patient's condition was reported as "satisfactory/good" with return to home on post-op day 3.